Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cables had exposed wires. No other details regarding the nature of the event were provided. There were no adverse consequences to the pt a result of this event.